Event description:
It was reported the pt's ipg was depleted due to the pt not charging it. The pt's ipg was explanted and replaced. The pt was receiving effective stimulation coverage postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Eval results: the complaint was confirmed. As received, the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.